Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection confirmed a slit on the cuff. The most probable root cause for cuff leaks in the cuff body is associated with sharp utensil or object. The customer reported malfunction was verified.

Event description:
It was reported that during pre-test of the endobronchial tube cuff, the cuff would not inflate in despite continued air insertion. There was no patient involvement.